Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0usuj, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient had a loss of therapy. The patient had leaking symptom return reported 1.5 weeks ago. Patient went to doctors office on friday (B)(6) for programming. The patient feels stimulation. The patient consider this a sudden change in therapy/symptoms. Event date was in (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.